Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a broken needle. The sensor was inserted at the abdomen on (B)(6) 2019. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and found that the applicator was fully deployed with the no visible physical damage inhibiting functionality. The reported event of a broken needle was not confirmed. A probable cause could not be determined.